Manufacturer narrative:
Approximate age of device- 1 year, 1 month. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. Device thrombosis is listed in the heartmate ii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2018 due to heart failure. The patient had a known clot in his pump and was not a surgical candidate. The device will not be returned.

Manufacturer narrative:
Manufacturer's aware date was inadvertently omitted from previous report. The correct date was jan 30, 2019.